Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet and received a replace sensor alert, after which the patient applied a new sensor and successfully paired it, with guidance provided to re-pair and allow time for reconnection. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm data and interruption of automated dosing, followed by restoration of function after sensor replacement and warmup. User support included troubleshooting and user education with re-pairing steps and mode toggle settings. Investigation of this case revealed a communication failure between the ilet and the dexcom g7 sensor that resolved with sensor replacement and re-pairing, consistent with known cgm signal loss and sensor failure behaviors. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption with probable sensor failure.